Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure. The customer reported the device was not in use therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. Pse advised the biomedical engineer evaluate the data acquisition pcb board. The biomedical engineer reported the pcb board was replaced from another unit and there was no failure as reported. The original data acquisition pcb board was placed back into the ventilator and the unit was returned to service with no recurrence of the reported problem.